Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of a replace sensor now message is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.